Manufacturer narrative:
(B)(4). Evaluation conclusions: known inherent risk of a procedure (dissection).

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of an acute type b dissection. It was reported that post-operative imaging revealed a retrograde type a dissection originating from the proximal margin of the valiant bare metal struts, which is approximately 2 mm distal to the lsa. No clinical sequelae have been reported, and the patient is being monitored. A review of returned films post-implant revealed that the stent grafts were implanted beginning just distal to the lsa, extending distally to approximately 3cm proximal to the celiac artery. A likely type a dissection is seen in the ascending thoracic aorta near the origin of the brachiocephalic artery. In addition, a type b dissection is seen extending from just proximal to the distal stent graft margin, down to the abdominal aorta. The proximal stent graft od is approximately 33mm, and the distal stent graft od is approximately 22x31mm. No thrombus is seen within the stent graft. No stent graft issues are observed.